Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a suspected leak. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Updated. Device evaluation: one device was returned for investigation. Visual inspection found no abnormalities in the appearance of the product related to the reported event. Functional testing found there was a leak from the demand valve inside the main unit. The complaint was confirmed. Root cause was the demand valve. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced demand valve assembly. Assed the functional test and performance test after repair.a1, a2, a4, d4 - UDI, d4 - serial number cannot be verified, e1, h4 - manufacture date unknown.